Event description:
Customer alleges that hygienist used the earloop face mask for several hours and experienced a rash/reaction after one use. Her lip swelled and she went to the emergency room. An antibiotics was administered and an incision was made and she had to return to the hospital every two days until healed. The hygienist was out of work for one week.